Event description:
Revision surgery - patient recieved glenosphere and poly swap due to pain and tight shoulder; baseplate, screws, and stem were all retained.

Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2022-01453; 509-02-032, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.